Event description:
A malfunction was reported when a malfunction code appeared. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions to contact them if the issue recurred. The customer acknowledged and understood the guidance.